Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported same event as MDR # 2029214-2010-00110.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).